Manufacturer narrative:
The device has not yet been returned to stryker sustainability solutions for evaluation. Since there was no device returned, inspection has not yet been performed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: - user error (including user technique and methods). - user expectation of the device's curve retention force. The instructions for use (IFU) state: - do not exert excessive pressure during placement of catheter if unknown resistance is encountered. - inspect the packaging and catheter for damage or defects prior to use. - do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. - avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. - avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. - do not insert or withdraw the catheter without straightening the catheter tip. A supplemental MDR will be submitted once the device evaluation is completed. The reported event will continue to be monitored through post market surveillance. (B)(4).

Event description:
It was reported that the catheter curve was unable to be manipulated with the steering cable. An additional catheter was required to assist with the removal of the device. There was no patient injury and extended procedure time reported was 15 minutes. These are commonly used devices that are readily available.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions after the initial MDR was filed. Visual inspection of the device revealed a bend approximately 4cm from the distal tip. Device inspection revealed the catheter did not meet curve and planarity specification. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the catheter curve was unable to be manipulated with the steering cable. An additional catheter was required to assist with the removal of the device. There was no patient injury and extended procedure time reported was 15 minutes. These are commonly used devices that are readily available.